Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The pump supplies were changed to address the issues and insulin delivery was resumed.